Event description:
A semi rigid penile prosthesis was implanted date not indicated. On 12/5/96 the semi rigid prosthesis was removed from the pt and ipp device implanted due to erosion, infection and loss of left cylinder. Co has requested add'l info.